Event description:
The user faciltiy reported that while on bypass, the perfusionist noticed a blood leak coming from the bottom plate of the oxygenator. The unit was changed out and the procedure completed without complication. Add'l event specific info was not available.